Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the peritoneal dialysis set due to a deformed patient connector. The patient was connected at the time of the event. The patient reported that the connector had a lip on it and looked like a pitcher. They stated that the leak would occur after one drain and fill cycle. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.